Event description:
It was observed during the device evaluation that the colonovideoscope had foreign objects in multiple areas: the jet tube, the nozzle, the adhesive around the objective lens, and the adhesive around the light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.